Event description:
A report was received that the patient underwent a lead explant procedure due to an ulcer forming over two of the leads at the click anchor site. The physician believed it to have been caused by the procedure. The patient was given antibiotics for the infection.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2366-50, serial #: (B)(4), description: linear 3-6 lead, 50cm. Model#: sc-4316, lot #: 17279170, description: next generation anchor kit-sterile. The explanted leads and click anchor were not returned to bsn as they were discarded by the medical facility.